Manufacturer narrative:
Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. It was also reported that there were low impedance and insulation damage on the right atrial (ra) lead. During the revision procedure, it was noted there was clear outer insulation failures under the tie down sleeve of both leads. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.